Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The interface board, right-side monitor and the emergency stop button need to be replaced. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported poor image quality in subtraction on the 9600 system. No pt injury was reported.